Event description:
Healthcare professional reported via nbir right side device: "suspected/actual rupture/deflation". The device was explanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.